Manufacturer narrative:
Concomitant medical products: product ID: c6tr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed atrial lead undersensing and loss of capture on the right ventricular lead. Both leads remain in use. No patient complications have been reported as a result of this event.